Manufacturer narrative:
Complaint conclusion: it was reported that the physician was deploying a mynxgrip vascular closure device (vcd) and when the sheath was withdrawn from the tissue tract to reveal the tamper (advancer) tube, the tamper tube was not there. The sales representative instructed the physician who was under device deployment training, to deflate the balloon and hold pressure (duration unknown). There was no report of patient injuries. The product was not returned for analysis. Review of lot f1624501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4). The review of the lot history record f1624501 indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the physician was deploying a mynxgrip vascular closure device (vcd) and when the sheath was withdrawn from the tissue tract, to reveal the tamper (advancer) tube, the tamper tube was not there. The sales representative instructed the physician who was under device deployment training, to deflate the balloon and hold pressure (duration unknown). No hematoma was noted nor negative patient outcome. The vcd will be returned for analysis.